Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 576 mg/dl and that they needed assistance in configuring the date and time of their insulin pump.. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide their blood glucose level at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was not in auto mode at the time of the incident. Troubleshooting was performed and resolved the issue; however, the customer reported that they were unable to use their blood glucose meter. The insulin pump will not be returned for analysis.